Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low elecsys testosterone ii assay result for one patient sample. The initial result was 6.03 ng/dl and was reported outside of the laboratory. On (B)(6) 2017, the sample was repeated on another analyzer and the result was 419.6 ng/dl. There was no allegation of an adverse event. The reagent lot number was 232994. The expiration date was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected. Alarms indicating abnormal sample aspiration were noted. Therefore, a sample clot or inadequate sample volume were possible root causes.